Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s spouse that the patient fell and ever since that time the patient has been grabbing their chest. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.